Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 years and 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented with headache and gait changes. A CT scan of the head revealed a spontaneous left cerebellar hemorrhage. The patient was admitted, inr was reversed (2.6 at time of stroke) with ffp and vitamin k. The patient was monitored and there are currently no neurologic deficits. The pump was working as intended. No further information was provided.

Manufacturer narrative:
A correlation between the device and the reported cerebral hemorrhage could not conclusively be established. Stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains ongoing on lvad support with no further issues reported. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.